Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. The field service representative (fsr) performed troubleshooting and replaced the bulk solution valves, which resolved the issue. No additional discrepant results issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. No trends were identified for the customer's issue. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the bulk solution valves or the architect c4000 processing module was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 processing module for 1 sample. The following data was provided (reference range: 1.6 to 2.6 mg/dl, units of measure = mg/dl). (B)(6) results = 6.95, 1.33, 1.38. No impact to patient management was reported.